Manufacturer narrative:
Examination of the reported device confirms the report. The etch is incorrectly positioned. Depuy voluntarily recalled all 20 pieces of the affected lot, 5120443, on (B)(4) 2013. Supplier (B)(4) and depuy (B)(4) were raised to address the issue. The root cause is attributed to supplier manufacturing. Based on the performed investigation, the need for further corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Etch is in wrong position, turned 180°. This may cause a wrong implantation/orientationhhe opened for this product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.